Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported during a routine hemodialysis treatment that low effluent pressure, and arterial pressure alarms had been occurring throughout the treatment, and could not be resolved. Nxstage was contacted for assistance troubleshooting the alarms. It was determined that the cartridge disposable was most likely clotting due to the elapsed time with the blood pump off while troubleshooting the alarms. The treatment was discontinued, and the cartridge discarded resulting in a blood loss of approximately 210cc. No medical intervention was required.

Manufacturer narrative:
Reported alarms have been attributed to inadequate vascular access flow. The cycler alarmed appropriately. There is no evidence to suggest that a device malfunction occurred. The user's guide includes appropriate alarm troubleshooting instructions and states to rinseback the patient's blood if alarms cannot be resolved promptly. Facility staff concurred that the alarms were due to access flow problems. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.